Manufacturer narrative:
(B)(4). Evaluation summary: upon inspection and analysis of the unit, field service engineer (fse) found the power supply to be the cause of the reported issue. Fse replaced the power supply. Unit passed abbott specifications.

Event description:
It was reported that the doctor encountered hard failure with the system prior to surgery. Patient was sedated prior to surgery. Case was rescheduled as doctor does not have back up unit. No patient injury reported.